Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 190 mg/dl. The customer stated that the esc button does not work. The customer stated that the device was not dropped or bumped. The customer was advised tp revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to corroded keypad traces. The insulin pump had cracked case at the display window corners, minor scratched lcd window and cracked reservoir tube lip.